Event description:
After completing sampling of a right upper lobe (rul) lesion, the physician began withdrawing the galaxy bronchoscope but was unable to visualize the airway because the camera view had become completely red. A fluoroscopy image confirmed the scope was already near the trachea. The galaxy scope was rapidly removed, and a therapeutic scope was called for. While the therapeutic scope was being prepared, blood was observed rising into the endotracheal tube (ett). The physician immediately began suctioning and was able to re-enter the rul, wedging the bronchoscope to tamponade the bleeding. The patient was placed in the right-side-down position, ice-cold saline was instilled multiple times, and a fogarty balloon was also used for tamponade. After several minutes, bleeding stopped, and the airways were suctioned clear. The patient was extubated, taken to pacu in stable condition, received a chest x-ray, and was later discharged home. Attempts to gather additional patient demographics were unsuccessful.

Manufacturer narrative:
The scope was not returned for investigation, but manufacturing records confirmed it passed final qa/qc. Video review identified no system malfunctions or use errors. The physician did not attribute the bleeding to the galaxy system, stating it was related to biopsy activity. Video review supports this conclusion, as bleeding onset and escalation corresponded directly with sampling and no device-related issues were identified.